Event description:
The complainant reported the patient was on impella rp flex support. Post removal of impella peel away sheath it was noted that flows of impella rp flex significantly dropped to 2l/min, it was also seen that placement signal had spiked and motor current had increased, purge pressures elevated, and purge flows decreased. Tech checked purge line tubing for kinks and did not observe any. The physician repositioned impella rp flex looking for kinks on catheter and did not observe any. The physician had multiple attempts pulling the catheter back and advancing catheter to new positions but did not observe any changes with impella flow. Fluids were given in the cath lab and it did not improve flows. Impella rp flex was removed and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. The data logs confirmed the clinical details provided. There was a spike in motor current with no change in p-level and a spike in placement signal with a decrease in pump flow. Purge pressure began to rise shortly after. The root cause of the low pump flow is most likely due to ingested biomaterial. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23064. E4 should have been left blank. G1 reporting contact email.